Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of palpitations. Upon interrogating the pacemaker, it was discovered that the pacemaker was in backup vvi operation. The backup operation was triggered on (B)(6) 2019. A device restoration was performed successfully. The patient was scheduled for regular follow up.